Event description:
Customer notified the distributor that they have been observing potential false negative urine hcg results on pts who are both far along in their pregnancy and those who are early in their pregnancy. They stated that this has occurred since they started using the product in (B)(6). Technical service has tried to obtain product and complaint info from both the distributor and the end user; no response has been received from either.

Manufacturer narrative:
Investigation pending.